Manufacturer narrative:
This report is being submitted for correction to b5 and g3 of initial medical device report (MDR). Customer description updated. The correct aware date of the initial MDR (report number: 9610595 - 2023 - 11704) is 4-aug-2023.

Event description:
The customer reported to olympus that the insufflation channel of the evis exera ii colonovideoscope had a defect. Upon device evaluation, it was found that the suction channel was clogged with non-olympus cleaning brush. This report is being submitted for reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained in the device due to inserting the cleaning brush from the connector to the control section by the user (wrong user handling/ user mishandling). The event can be prevented by following the instructions for use (IFU): the instruction manual evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and an evaluation confirmed the customer allegation. During device evaluation, it was found that the suction channel was clogged with a non-olympus cleaning brush. The customer inserted it from the connector to the control body unit which resulted in it getting stuck in the aspiration cylinder. Device examination showed the following issues: the universal cord was wrinkled; the bending section cover adhesive was matted; the connector cover was scraped; and the instrument channel was deformed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the insufflation channel of the evis exera ii colonovideoscope was clogged. There were no reports of patient harm associated with the event.